Manufacturer narrative:
Manufacturing and quality control data: the involved progav was manufactured by a qualified employee in august 2018. There were no deviations during assembly. The progav was inspected as article fv434t. All parameters have been inspected and assessed as ok during the manufacturing process. Investigation: optical inspection: after the optical inspection, we can confirm that there is an incorrect valve in the packaging. Result: the obtained progav valve was sent to us in an original packaging with an opened sterile bag. Our optical investigation has shown there is an incorrect valve in the packaging as declared on the label, but all products are 100% performance tested and visually inspected during assembling, packaging and before final packaging. Furthermore, based on our internal investigations and our documented inspection of outgoing goods, we can exclude a mix up of our products. In order to avoid such mix ups, the labels of the packaging will be only created and printed after booking the delivery notes for the shipment of the products. The labeling of the packaging was printed on august 31st 2015 in our cleanroom department and our shipment documentation can prove that the wrong progav shunt system in the packaging was already delivered on august 18th 2015. In front of this bakcground, it is impossible that a mix could have taken place between those progav shunt systems. A potential mistake during packaging would be detected and rejected from the lot. Based on our investigation results we could not detect any failure with this shipment at the time of distribution. No further actions are required from our point of view. Corrections: filing statement: (B)(4)). Exemption number: e2017044. Changed manufacturing site address to "christoph miethke".

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 the actual complaint sample was returned for evaluation, a supplemental report will be forwarded at the completion of the investigation e2. No information e3 unknown

Event description:
The model# on package was fv434-t.; but after the nurse opened the package, it was found the actual model# is fv440-t. It's not in accordance with the package. The product is unable to be used.